Event description:
Litigation papers allege:on (B)(6), 2009, patient was implanted with a depuy asr hip on his right side. In the months following his surgery, patient has suffered from discomfort and pain in his hip, groin, and leg. He has not yet scheduled revision surgery.

Manufacturer narrative:
Plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.